Event description:
Patient underwent a closed reduction and manipulation to address dislocation on (B)(6) 2010, but has not yet been revised. Surgeon indicated that this event is definitely related to the implanted devices and definitely not related to the procedure.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.